Event description:
The customer reported having issues with the insulin pump and was experiencing high blood glucose of 338mg/dl. The caller treated with two manual injections. The customer stated that the device went on rewind mode on its own. Troubleshooting was performed and the drive support cap appears to be normal. The time, date, bolus wizard settings and basal settings were correct. Reviewed the alarm history and found no delivery alarm. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).